Event description:
Device malfunction: balloon rupture and detachment. Symptoms / ae: detached segment snared. Time of malfunction / ae: during the procedure. It was reported that during an arterio-ventricular fistula intervention, the balloon was inflated to 22 atmospheres to "break open" the heavily fibrotic lesion. The balloon ruptured and detached at the distal tip. The internal jugular vein was accessed and the detached segment was snared and successfully removed from the anatomy. The pt was discharged to home after the procedure with no adverse sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.